Event description:
A patient service representative (psr) contacted zoll customer support while fitting a (B)(6) male patient to report that the charger was not working properly. The charger was switching between "battery charging" and "insert battery". The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger not functioning properly/ switches between charging and insert battery) has been confirmed. The cause of the improperly functioning charger/modem is the contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/ modem. The patient received a replacement charger/ modem.